Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-52 crdm non-defib lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was noted on the remote monitoring transmission that the patient was experiencing syncope/presyncope. Additionally, there was occasional t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.